Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to an infection and development of a fistula. The "device worked fine with no issues however insidiously an infection and fistula developed from the abdominal wound." All components were removed and a washout with antibiotics was performed. It was further reported that the infection was located at the abdominal incision. It is not known at this time what type of infection the patient had. The patient presented with pain and oozing at the abdominal wound two weeks following the original surgery. Following the removal surgery the patient was doing good. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.